Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the luer of the bd luer-lok¿ syringe was deformed and wouldn't work correctly during use. The following information was provided by the initial reporter: we've received a complaint about this item being defective; the issue with this item is the hub of the device was not working properly since it was deformed.

Event description:
It was reported that the luer of the bd luer-lok¿ syringe was deformed and wouldn't work correctly during use. The following information was provided by the initial reporter: we've received a complaint about this item being defective; the issue with this item is the hub of the device was not working properly since it was deformed.

Manufacturer narrative:
Correction: the date of event and customer address have been updated. The following information has been corrected: date of event: (B)(6) 2019. Initial reporter address 1: 2546 first street propark. Initial reporter address 2: coyol free zone 7.3 el coyol .

Manufacturer narrative:
Investigation: two photos were received and evaluated. The photos depict a loose bd 3ml syringe with a non- bd adapter of some sort attached to the luer end of the syringe. The adapter appears to have a luer lock connection of its own. The zoomed in photos of the defect depict a deformed tip on the luer portion of the adapterand not the syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The product is sold as bulk non-sterile 3ml syringe without the adapter shown in the photos. The defect is not associated with the syringe product and potential root cause is not associated with the syringe manufacturing process.

Event description:
It was reported that the luer of the bd luer-lok¿ syringe was deformed and wouldn't work correctly during use. The following information was provided by the initial reporter: we've received a complaint about this item being defective; the issue with this item is the hub of the device was not working properly since it was deformed.